Manufacturer narrative:
E1 initial reported facility name: (B)(6). Investigation results: device analysis findings: the device was discarded by the facility; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of cause not established based on the information available as well as unavailability of the device for analysis. This code was selected as the most probable complaint cause based on the information available. It was reported that balloon rupture occurred. The device was discarded. Patient anatomy and procedural details were unavailable. Without media or the device returned for analysis, a clear conclusion cannot be determined.

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for about 2 to 3 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient condition was good post procedure.

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for about 2 to 3 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient condition was good post procedure.

Manufacturer narrative:
E1 initial reported facility name: (B)(6) hospital.